Event description:
It was reported that a progav 2.0 with sa20 and distal catheter (#fx420t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Height : 102 cm.

Manufacturer narrative:
Investigation: visual inspection: except scratches no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is only permeable with difficulty. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The first measurement showed that the valve in the horizontal body position is outside the permissible tolerance. According to our measurements, contrary to the assumed over- drainage, the valve tends to under- drain. We performed a second measurement. The values are still slightly outside the permissible tolerance, but an improvement in the values can be observed. Presumably, any further testing would lead to a continued improvement of the values since the rinsing with distilled water could flush out any deposits inside the valve. Result: first, we performed a visual inspection of the progav®. No significant deformations or damage except scratches were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the valve was out of tolerance, but all other specifications were met. According to our measurements, contrary to the assumed over-drainage, the valve tends to under-drain. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we detected that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.